Event description:
It was reported that during preparation of the large emboshield nav 6 embolic protection system (eps), the barewire was used to load the filter of the emboshield nav 6 eps with the torque device into the delivery catheter (dc) pod. Then, the eps was removed from the tray and then removed from the barewire to exchange to a viper guide wire; however, during the wire exchange, the filter came out of the dc pod and fell onto the preparation tray. The eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the dislodgment occurred during the attempt to exchange the barewire for the viper wire. Reportedly, the filter came out of the dc pod and fell onto the preparation tray. It is likely that the tip of the filter was inadvertently grasped while trying to pull the barewire out distally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 improper or incorrect procedure or method added for guide wire / fdw selection incorrect.